Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the same stent came off the delivery system during preparation and remained in the protective sheath. The device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was thick contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the sds and not returned. The balloon was loosely folded, as if previously inflated. There was no damage noted to the sds. The protective sheath was not returned. The stent implant outer diameters could not be measured due to the stent implant not returning. Product performance engineering reviewed the incident information and analysis of the returned device. Stent dislodgement during preparation can be influenced by many factors, including, but not limited to; improper and inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. Analysis of the sds confirmed that the stent was dislodged from the balloon, but was not returned for evaluation. The presence of contrast in the inflation lumen and loosely folded balloon suggests that, at some point, positive pressure was applied to the system causing the balloon to expand, partially deploying the stent implant. This would cause the stent implant to become loose, facilitating stent dislodgement during removal of the protective sheath. Due to the conflicting information received with the complaint and the analysis of the returned product, a conclusive root cause cannot be determined for the stent dislodgement. A review of the finished device lot history record did not reveal any non-conformities. This MDR is considered closed by the product performance group.